Event description:
This concerns the advance bionics or clarion cochlear implant with positioner that underwent FDA investigation in 2002. This child was implanted on the right side in 2001. After implant, the child developed significant problems with infection and cholesteatoma on that implanted side. This problem went on for 4 years and then they stopped their follow up in 2005. She presented last weekend with a right sided 7th/8th cranial nerve palsy and no menningeal signs. She developed menningeal signs 4 days later and died from pneumococcal sepsis and brain swelling in 2007. This is very similar to a second pediatric patient of mine with the same device that developed 2 cases of meningitis and chronic infections. When we finally pulled the device, the patient's behavior and general demeanor changed dramatically for the better. It is my opinion that every patient who has a clarion cochlear implant with positioner should have them removed and replaced over the next year. Diagnosis: deafness.